Manufacturer narrative:
No intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead was receiving less resynchronization therapy than expected based on programming settings. It was suspected the lv lead had dislodged, or that the lv lead was detecting far field signals, leading to pacing inhibition. No adverse patient effects were reported.